Event description:
It was reported, the atrial (a+) port is damaged. The epg (external pulse generator) was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the atrial output connector was broken. It was also noted that the side bail covers were broken and the battery contacts were compressed.